Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.0, lab: 2.1. Each method of testing was done at the same time. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.